Event description:
A medtronic representative reported that, while in a ear, nose & throat (ent) procedure, the surgeon alleged a 3-4 millimeter inaccuracy. No specific direction of the inaccuracy was provided. It was noted that the inaccuracy was seen with multiple instruments, but only in the sinus anatomy. The instruments were accurate on the surface. The surgeon opted to continue, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No further issues have been reported.

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Unable to replicate alleged inaccuracy. An archive of the patient scan used was analyzed. The 3d model which was rendered from the scan may have required thresholding adjustment within the software. If the user did not adjust the thresholding properly this could impact accuracy. However, whether the thresholding was the caused of the alleged inaccuracy cannot be confirmed.